Manufacturer narrative:
The lens remained implanted, therefore it was not returned to b+l for evaluation. The device history record was reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Event description:
It was reported that the patient developed fibrosis and z-syndrome after lens was implanted. A yag was performed about two months after lens implant. Due to bad, blurry, opaque vision and haptic moved forward, another yag was performed 6 months later. Reportedly patient's vision is still blurry and like " seeing through plastic", however patient doesn't want more surgery.